Manufacturer narrative:
Correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# was sent in error. The mrp (manufactures retail price) of the product does not impact the intended use or identification of the device which would not lead to serious injury or harm to the clinician or patient.

Event description:
It was reported that 900 of the bd emerald syringe 10ml 21x1 an experienced incorrect label information. The following information was provided by the initial reporter: mrp in box and packing is different its with the hospital now.

Manufacturer narrative:
Investigation summary the photo was received for evaluation. A quality engineer was able to review the photo of a emerald 10ml 21g from lot number 2293103 regarding item number 307758 with the reported issue that mrp in box and packing is different. The investigation and simulation were carried out on 25 retention samples where the investigating team has visually inspection the samples for mrp issue, during investigation no such type of defect observed in the retention sample and attached photo of line clearance of unit pack and self-carton. Conclusion: the price in the pouch is of 3ml, and product of 10ml. The printer was changed online and while feeding the data, price was not changed. As per regular process line clearance had to be carried out but this was missed due to human error.

Event description:
It was reported that 900 of the bd emerald syringe 10ml 21x1 an experienced incorrect label information. The following information was provided by the initial reporter: mrp in box and packing is different its with the hospital now. Picture is attached.

Event description:
It was reported that 900 of the bd emerald syringe 10ml 21x1 an experienced incorrect label information. The following information was provided by the initial reporter: mrp in box and packing is different its with the hospital now. Picture is attached.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.